Manufacturer narrative:
(B)(4) the analysis results found that one ec45 device was returned in good visual condition and with no cartridge reload present. The device was tested for functionality with a test cartridge reload and achieved its complete 3-stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event described could not be confirmed as the device opened without any difficulties noted.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a wedge resection procedure, the stapler misfired, surgeon unable to open. It is unknown how the procedure was completed. There were no adverse consequences for the patient.

Event description:
The facility representative contacted baxter to report a colleague infusion pump that had a battery issue. There was no adverse event, patient injury, or medical intervention associated with this report. Upon review of the event history on aug 25, 2010, it was found that the depleted battery alarm caused an interruption of delivery on (B)(6) 2010. There is no further complaint information available.the user interface module master software version is currently unknown.